Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the jaw of the vessel sealer extend (vse) instrument rotated in the wrong direction. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end, causing the jaw to rotate incorrectly and resulting in imprecise motion. The vse instrument was found to exhibit imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag delay in the motion that was observed. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. The probable root cause of the imprecise motion is attributed to the dislodged main tube.